Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked near the inflation funnel of the foley catheter during pre-test on (B)(6). As per information mentioned in the internal bd comments on 17oct2023, stated that they found a crack under the valve. The sales representative cut the inlet tube and discarded the bag.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. Received three (3) photo samples. All photo samples showcase an overview of a 3-way temp sensing with catheter. Received one (1) used 3-way temp sensing with catheter and syringe (without original packaging). Visual inspection noted a 0.1100'' in tear underneath the inflation valve cap. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked near the inflation funnel of the foley catheter during pre-test on (B)(6). As per information mentioned in the internal bd comments on 17oct2023, stated that they found a crack under the valve. The sales representative cut the inlet tube and discarded the bag. Per follow-up information received from ibc on 30nov2023, stated that the water leaked due to crack under the valve.